Event description:
Reporter alleged blood glucose measured 48 mg/dl back to back with a result of 121 mg/dl when testing was performed 1 minute apart. Customer stated having no glucose symptoms at the time. A request was made for the return of the suspect device and replacement product was sent.